Manufacturer narrative:
The drill attachment was returned to the MFR, and the complaint was confirmed. Based on the device eval, a broken bur was found within the drill attachment. The cause of the bur breakage is unk; however, the investigation is on-going. The device could not be repaired and therefore was not returned to the user facility. A follow up report will be submitted if the investigation results require.

Event description:
It was reported that during a lumbar spine procedure, the bur broke and fell into the surgical site. The bur fragment was immediately retrieved by the surgeon with forceps; no fragments remain in the pt. The procedure was completed with backup equipment. There was no pt or user injury reported, no delay in procedure, and no adverse consequences alleged. No add'l treatment or medical intervention was required for the pt, due to the incident.